Manufacturer narrative:
Device evaluation: analysis of the stimloc screw found ¿damaged threads at the tip.¿

Event description:
It was reported that the stimloc screw broke during a procedure and was not working. The device was not implanted. No further information was provided.

Manufacturer narrative:
Please note that conclusion code has been replaced at this time.

Manufacturer narrative:
(B)(4).